Event description:
It was reported that bd insyte autoguard needle retraction problem. The following information was provided by the initial reporter: we've noticed that all of our 20g angiocath ivs with the lot number 5008842 are faulty. The needle does not retract very well, and is a safety issue. The needle retracts but it is slower than normal - around 2 second retraction rather than immediate.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
The complaint of delayed retraction was confirmed, and the cause appeared to be manufacturing related. A functional test of the returned representative 20g insyte autoguard units revealed that the retraction time of some units exceeded the specification. The appropriate manufacturing personnel were notified of this issue, and a corrective action was opened to address this type of complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.